Event description:
A customer contacted stryker to report that their device had power cycled multiple times during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue was verified. The device can no longer be repaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
The reported issue was verified and duplicated. The service technician determined that the device could not be repaired. Stryker's product analysis center (pac) further evaluated the customer's device. An analysis of the device log showed that the device had gone into not ready status during a software update and kept rebooting. The technician cleared the certificate in the device. The cause of the reported issue was determined to be caused by the operator interrupting the software update by opening the lid.

Event description:
A customer contacted stryker to report that their device had power cycled multiple times during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had power cycled multiple times during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.